Event description:
It was reported that during a c.a.b.g radial artery harvesting procedure, the doctor used the shears to dissect the radial artery. After 5-15 minutes the machine didn't work and the lcd of the machine showed instrument error. The nurse replaced the device. There was no patient consequence.